Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. It was reported there was emi/environmental exposure to the device. The patient had a knee replacement surgery 3 months ago on (B)(6) 2017. When the patient got home right after surgery, they turned their stimulation on and it affects the side they had surgery on and was uncomfortable. The patient stated they would turn stimulation on, but it would just irritate the leg they had surgery on, which was the right leg, and the patient only needed stimulation for the left side. The patient wasn¿t sure if it started the day after or a few days after surgery. The patient stated they needed reprogramming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient took one of the settings off to resolve the stimulation in the right leg instead of the left. The issue was resolved and no further complications are anticipated.